Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for additional information provided by customer. Please see update to h10. The device was not used in a procedure while waiting for the culture results. The device was quarantined after a positive culture was observed. Reprocessing was done once before sampling. The device was last reprocessed at the customer site during end of (B)(6) 2023. The culture sample was taken immediately after reprocessing. The storage environment of the device before sampling was ambient temperature (21% oxygen). The date when the device was used in a procedure was reported as (B)(6) 2023. There have been no deviations, deficiencies or concerns in reprocessing and no suspected patient infection. The endoscope reprocessor used was soluscope s4 along with detergent anios and disinfectant soluscope peracetic acid (paa). All channels were connected with tubes when endoscope was setting up in the reprocessor. The concentration and expiration date of the disinfectant was controlled. The water quality of the rinse water was controlled. The device was dried by blowing filtered compressed air. The scope was stored in a simple cabinet (sachet ozonifie). The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device tested positive for three (3) colony forming units (cfus)/ endoscope of micrococcae. Overall, the results are in conformance with the requirements. The returned device was evaluated. It was found that the insulation of the distal end was less than the threshold value. The light guide rod lens was cracked and charge coupled device (ccd) was scratched. The control unit mouthpiece was defective. The channel mount had wear and tear. The universal cord was wrinkled. The housing of the connector plug unit was damaged. The angulation in all directions was less than the specified value and exhibited free play. The biopsy channel cleaning brush passage was less than the specified value. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope tested positive for an unexpected contamination. The issue was found during routine culture of the scope. All channels were cultured and 14 colony forming units (cfu) per 100 milliliter (ml) of mesophilic aerobic revivable microorganism was identified. The device was retested after almost a month and suction channel tested positive for 6 cfu/100 ml of mesophilic aerobic revivable microorganism. The device was tested again after two weeks and all channels tested positive for 3 cfu/100 ml of mesophilic aerobic revivable microorganism.the user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.